Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon ruptured occurred. A 15mm x 2.25mm nc quantum apex¿ balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another 15mm x 2.25mm nc quantum apex¿ balloon catheter. No patient complications were reported.